Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of ectopic beats resulting in an inappropriate shock. Device data was sent to rhythm care for review. Data review determined there was a change in morphology prior to the delivered shock. There was also indication that the sense b node could be impaired due to previous observations. A new exercise test is expected to be completed at the next follow up appointment. This device system remains in service. No adverse patient effects were reported.